Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. After the procedure, the treating radiation oncologist identified possible infection. On magnetic resonance imaging (MRI) the gel was found to be in the rectum near the site of infection. The patient was given an antibiotic and will proceed to treatment. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.